Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 05/26/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: what tissue was being approximated or sutured when it broke? O vaginal mucosa. What was used to complete the procedure? Another packet of vicryl rapide 2.0 was opened and used to continue. Were there any patient consequences? None known, apart from prolonged discomfort since the sutures had to be reinforced to prevent early wound breakdown, making the procedure last longer.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 7/08/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What tissue was being approximated or sutured when it broke? What was used to complete the procedure? Were there any patient consequences?

Event description:
It was reported that a patient underwent a perineal repair procedure in the delivery room on (B)(6) 2021 and suture was used. The suture broke on tightening a crucial knot during suturing. No adverse patient consequences were reported. Additional information was requested.